Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy procedure that on the fourth firing using a gst60b cartridge with no buttressing the device deployed and formed staples halfway; the second half cut but no staples were formed. The surgeon hand sewed the opening and applied a competitors fibrin sealer. Another like device was used to complete the procedure. Surgeon used a gst60b cartridge from the same lot on the last firing with a new gun with no issues. Patient was discharged the next day as expected with no adverse consequences.

Manufacturer narrative:
(B)(4). Batch number: p57f9h. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.